Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged was hospitalized for low blood glucoses and pump wasn't able to read the blood glucose. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The test blood glucose meter communicates properly to the pump noted and the bg readings registered properly in the daily history noted. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured. The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer complaint for low blood glucoses. The force sensor is within specification and the motor functioning properly. Customer complaint not confirmed for pump wasn't able to read the blood glucose.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized because of hypoglycemia on (B)(6) 2021. Customer blood glucose level at the time of incident was 52 mg/dl. Customer was used insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not active at the time of event. The insulin pump will be returned for analysis.